Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
Medwatch (B)(4). Patient arrived as trauma activation on (B)(6) 2022 from the scene of a motorcycle crash. Patient was transported by lifenet medevac who placed intraosseous catheter in right humerus at 1540 pta in ed for access. An a-line and central line were placed in ed prior to or. No documentation of intraosseous catheter removal. On (B)(6) 2022 patient complained of pain in right shoulder with occupational therapy. X-rays ordered by ortho resident with note of retained foreign body, io needle. No documentation found of when io was removed. Typically, these are removed once central access obtained. Patient sent to or on (B)(6) 2022 to remove retained catheter needle, with no further complications.

Event description:
Medwatch (B)(4). Patient arrived as trauma activation on 10/2 from the scene of a motorcycle crash. Patient was transported by (B)(6) who placed intraosseous catheter in right humerus at 1540 pta in ed for access. An a-line and central line were placed in ed prior to operating room. No documentation of intraosseous catheter removal. On 10/12 patient complained of pain in right shoulder with occupational therapy. X-rays ordered by ortho resident with note of retained foreign body, io needle. No documentation found of when io was removed. Typically, these are removed once central access obtained. Patient sent to operating room on 10/15 to remove retained catheter needle, with no further complications.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.